Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock during exercise as the patient was running on a treadmill. Upon technical services (ts) review of the episode, a large decrease in the r-wave amplitude was observed, as the r-wave becomes the same size as the t-wave, resulting in double counting. X-ray was performed and it shows appropriate system position. Ts advised to change the sensing vector and to perform exercise testing. The s-ICD system remains in service. No additional adverse patient effects were reported.